Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer did not remove air prior to filling the cartridge with insulin. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide " the tandem pump user guide instructs the user to remove any residual air from the cartridge."